Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the superficial femoral artery, the fox plus balloon ruptured at 10 atmospheres, during the first inflation. The device was removed from the pt's body without difficulty. There was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded; therefore, a conclusive root cause could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this complaint.